Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and did not find similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter (B)(4) regarding the buretrol IV solution administration set in which it did not have the filter cap. No patient injury nor patient involvement was reported for this complaint. No medical intervention was associated for this complaint. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.